Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated ae#3: intra-stent stenosis. Arteriography performed at 3m post embolization shows a stenosis of both distal and proximal part of the stent leading of a stenosis of 75-80%. Reduction of blood flow in left carotid lumen. Willis polygon is permeable, leading to anterior communicating artery perfusing the left cerebral anterior artery and left sylvian artery. MRI performed post arteriography shows no ischemic lesion. Brilique treatment stopped last week is to be resumed immediately. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported patient parent vessel stenosis and patient neurological deficit. The device remains implanted inside the patient's vasculature.

Event description:
It was reported that during the left internal carotid artery-ophthalmic (c6 segment) aneurysm treatment the subject flow diverting stent was implanted successfully. Three months post procedure, patient had transient right hand deficit which was resolved in few minutes and the MRI showed no ischemic lesions next day. Patient also had 75-80% intra stent-stenosis in both the distal and proximal end leading to blood flow reduction. MRI (magnetic resonance imaging) is to be performed in 1 month to assess stenosis and dsa (digital substraction angiography) showed no ischemic lesion. No additional information available.

Manufacturer narrative:
A1 patient identifier - updated from (B)(6) to (B)(6).

Event description:
It was reported that during the left internal carotid artery-ophthalmic (c6 segment) aneurysm treatment the subject flow diverting stent was implanted successfully. Three months post procedure, patient had transient right hand deficit which was resolved in few minutes and the MRI showed no ischemic lesions next day. Patient also had 75-80% intra stent-stenosis in both the distal and proximal end leading to blood flow reduction. MRI (magnetic resonance imaging) is to be performed in 1 month to assess stenosis and dsa (digital substraction angiography) showed no ischemic lesion. No additional information available.